Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2021. During revision, after exposing the joint, the implants were well fixed, however, the joint was obviously infected. The glenoid baseplate was removed easily enough with a slap hammer without significant bone loss and the stem was removed with osteotomes. This was a staged revision and an antibiotic spacer was implanted. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Please disregard previous report as this event was found to be a duplicate of another case, reported under 1038671-2023-01419.